Event description:
It was reported that pump had spiderweb cracks behind touchscreen and display became illegible. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.